Event description:
Weight, age, gender, lvad serial #) 223 pounds, 70 years old, male, (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the driveline¿s silicone sleeve was confirmed via photos provided by the account. Review of the log file data provided by the account showed the pump operating at the fixed speed without issue. Abbott technical services recommended covering the afflicted area with rescue tape. The patient remains ongoing on the heartmate ii lvas and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. They also discuss damage due to wear and fatigue of the driveline. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii lvas patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad). It was reported that the patient was having intermittent alarms for several months. The patient recently changed controller due to the alarms. The nurse practitioner on duty noted that the date and times were not set on the controller. Which is due to the depletion of the external backup battery. The patient also had cosmetic damage on their driveline noted on evaluation. No additional information was reported.